Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Performed back to back blood test, 92mg/dl and 93 mg/dl. Reviewed last 5 blood results in the meter memory. Expected blood sugar readings should be 110mg/dl-112 mg/dl. Fasting readings would be in the 90s. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Performed back to back blood test, 92mg/dl and 93mg/dl. Reviewed the last 5 blood results in the meter memory: (B)(6). Expected blood sugar readings should be 110mg/dl-112mg/dl. Fasting readings would be in the 90's. No adverse event reported.